Event description:
It was reported that pump had expired and developed a black spot on touchscreen that blocked part of display. No information was provided regarding impact to customer¿s blood glucose level. Customer declined transfer to technical support and requested documentation by email only, and an order was already open for replacement pump, while current pump could not be repaired or replaced because it was beyond reasonable useful lifetime.